Event description:
The manufacturer received an allegation that the device failed the active exhalation verification during the annual preventative maintenance performed by the biomedical engineer. The proportional and three-way solenoid valves were replaced per service guide instructions. Performed a complete performance verification. All tests passed. The device was returned to use.